Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was exhibiting bipolar impedance of less than 100 ohms and unipolar impedance of 150 ohms. Sensing measurements were appropriate. Additional information was received over eight years later that this lead was still exhibiting low, out of range pacing impedance measurements and no capture. No lead damage was visualized. The lead was removed from service and replaced. No additional adverse patient effects were reported.